Manufacturer narrative:
The pump has not been returned to animas. There is no evidence of a pump malfunction and the product was not requested back. This complaint is being reported because the patient alleged injuries related to the time setting being incorrect. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that her blood glucose levels have been erratic for the last couple of weeks. She says she is going low almost every morning and higher during the day. She says she cannot explain the fluctuations. The patient denies changes in medications, stress level, hydration, or pain. She said she has had hypoglycemia several days in a row and her blood glucose level during the call to animas at 12:55 pm was 545 mg/dl. At the time she also reported slight nausea, shortness of breath, chest pain, and increased urination. She said the last time her delivery settings were changed was in the hcp office a couple of months prior. She says the am and pm time settings were incorrect but that all other pump settings are correct. She thinks the infusion set is functioning properly. Although there is no allegation or evidence of a pump malfunction this complaint is being reported because the time setting was incorrect and the patient's blood glucose levels were indicative of both hypoglycemia and hyperglycemia.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.